Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's cervical ipg became inoperable. As a result, the patient may undergo surgical intervention to address the issue.